Event description:
It was reported that during a roux-en-y procedure, an instrument was put through the device and a high amount of air leakage could be heard. The surgeon was able to continue using the same trocar to complete the procedure there was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(6). The analysis results found that the device was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us. The final quality release criteria were met before this batch was released for distribution.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.